Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d4, d8, d9, g2 (additional information), h3, h4, h6, and h11. Corrected fields: d2a, g4. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image noise. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a component failure of the image sensor and universal code. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the subject device had generated noise during surgery, and the contacts were wiped off. It seemed to have recovered temporarily, but then it went black out immediately. The procedure was completed using a similar device. No surgical delay and no patient harm was reported by the customer.

Manufacturer narrative:
E1: non-healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the subject device had generated noise during surgery, and the contacts were wiped off. It seemed to have recovered temporarily, but then it went black out immediately. The procedure was completed using a similar device. No surgical delay and no patient harm was reported by the customer.